Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and a seizure. No cgm nor blood glucose readings were reported from that moment, but it was alleged that inaccurate cgm reading caused the occurrence of the symptoms. An ambulance was called, and before the paramedics arrived, the patient was treated with a glucagon injection by their husband. The patient was brought to the hospital, and when a fingerstick was taken the cgm reading was 4.0 mmol/l, and the blood glucose reading was 5.6 mmol/l. At the hospital the patient was treated with intravenous saline. The patient was discharged after 6 hours. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.